Event description:
It was reported that the device's motor was not running. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found that the top case was chipped at the front corners. Tamper seal was also broken. There was no evidence of the error recorded in the event history log (unable to download). The investigation was unable to duplicate the motor not running error at power up. No fault was found as they were unable to determine the intermittent of the error. No external damage to the motor assembly was observed. It was recommended the motor assembly be replaced as preventative measure; parts were over 10 years old. The root cause was undetermined as no fault was found with the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.